Event description:
According to the report, bioglue was used in approximately 33 brow lift procedures and 15 of the patients developed post-operative complications. The patients were said to experience heavy swelling, pus, swelling glands, and the incision site was slow to heal. Some patients have returned to the facility for further treatment. The physician has opened the incision on some patients and has removed fragments of bioglue. Of note, the distributor has indicated that the physician is using one 10 ml syringe of bioglue on several patients at one time (on 1 patient a 2 ml syringe was used) and the incisions are covered with only metal clips. 10ml lot number: 10mgx004. Possible 2 ml lot number: 10mgw032, 10mgw024, 10mgw006, 10mgw017, and 10mgw012.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in approximately 33 brow lift procedures and (B)(6) of the patients developed post-operative complications. The patients were said to experience heavy swelling, pus, swelling glands, and the incision site was slow to heal. Some patients have returned to the facility for further treatment. The physician has opened the incision on some patients and has removed fragments of bioglue. The surgeon reused syringes of bioglue on multiple patients and the incisions are covered with only metal clips. Quality reviewed the device history records for both lots and confirmed that both lots were manufactured according to all manufacturing specifications. A medical review of the reported information suggest that the events may involve a foreign-body inflammatory reaction to bioglue. Similar complications involving brow lift procedures have been previously reported. Many of these events involve application of excessive amounts of bioglue or unintended accumulations of a mass of bioglue. The statement of the surgeon had to remove 3-4 cc of bioglue from a pocket suggests excessive application of bioglue. Improper surgical technique may have contributed to these events. The reuse of bioglue syringes on multiple patients in multiple applications constitutes a reuse of a single use device. The bioglue IFU was reviewed and it was determined that a change to the IFU is not warranted. The IFU clearly states that the bioglue syringe, applicator tip, and applicator tip extenders are single use devices and are for single patient use only. The bioglue risk management plan was evaluated and will be modified to address the risk of using one syringe on multiple patients. The surgeon was informed that his use of one syringe on multiple patients constitutes reuse of a single use device and this is a violation of the IFU. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.